Event description:
Collagen dura patch was placed while closing the head after surgery on the patient's brain. The patch began to tear, and was replaced with a different product. The event caused the patient to have more operative time, and more time under anesthesia. The dura patch was fragile, and unable to retain a suture.